Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and chloride electrode results from the cobas 8000 ise 900 module. Sample 1's initial sodium result was over 140 mmol/l, and the repeat result was 135 mmol/l. Sample 2's initial sodium result was between 150 mmol/l and 159 mmol/l, and the repeat result was 140 mmol/l. Sample 3's initial sodium result on (B)(6) 2025 was 148 mmol/l, and the repeat result was 128 mmol/l. Sample 3's initial sodium result on (B)(6) 2025 was 147 mmol/l, and the repeat result was 140 mmol/l. Sample 4's initial sodium result on (B)(6) 2025 was 122 mmol/l, and the repeat result was 142 mmol/l. The initial potassium result was 3.5 mmol/l, and the repeat result was 4.1 mmol/l. The initial chloride result was 130 mmol/l, and the repeat result was 107 mmol/l. The questionable result was repeated because the customer retests if the sodium value exceeds 140 mmol/l or if there is a difference from the previous value.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer stated that when opening the cover of the sample probe the spring that is attached to the cover was loose and will come off when you lift the cover. The customer cleaned the diluent tank and the nozzle and did not observe any dirt. They also checked the sample probes. After these actions, the issue did not improve. A field service engineer (fse) reattached the spring and completed 90 ion-selective electrode checks without any issues. Operational checks, functional checks, and data checks were completed as a total check of the instrument. The customer reported having a new event occur on (B)(6) 2025, and they replaced the ion-selective electrode probe themselves. The fse noticed that the vacuum nozzle was out of position and adjusted it. He then confirmed that there was no problem with the ion-selective electrode check and completed functional checks and data checks as a total check of the instrument. The investigation is ongoing.

Manufacturer narrative:
An improperly working spring in the sample arm is consistent with the potential root cause of various discrepancies in the obtained sample results. The customer was using non-roche ise reagent/calibration standards, which is an off-label use. The investigation determined that the service action resolved the issue.